Event description:
24 week premature infant admitted to neonatal ICU with sepsis and respiratory distress syndrome. Infant was intubated and maintained on ventilator support. Infant's o2 saturation was decreasing so was placed on high frequency oscillation with air oxygen blender. O2 saturation remained low. Two and a half (2 1/2) hours after being on the oscillator, it was discovered that the blender was not delivering o2. Infant had been receiving room air. Air oxygen blender was changed, infant's oxygen saturation improved.